Manufacturer narrative:
Additional information: a3, g1 (second address). Corrected information: d9, g1, h3, h6. Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any nonconformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. Operation of the pump reservoir function was checked by filling the reservoir with 20ml of sterile water for injection and allowing the reservoir's pressure to return the fluid into the syringe. The reservoir was filled and the cap was flushed with 5ml of swi. A demand bolus of 0.300mg with a 1.00mg/ml concentration over 16 minutes was programmed with a programmer. Fluid droplets were observed at the tip of the stem indicating proper priming of the pump. The pump was programmed with a 1.994 mg daily dose multi-rate flow test over a 24- hour time period at 37 degrees for one day. The dispensed volume was 0% of the expected. The catheter access port and suture ring were removed and the pump was decontaminated a second time. The "pull open/hold open" currents were measured and the results showed that the current required to pull open both the inlet and outlet valves exceeded the design specification for the valve. Internal complaint number: complaint- (B)(6).

Manufacturer narrative:
Internal complaint # - (B)(4).

Event description:
Prometra ii pump was reported with volume discrepancy - underinfusion. On (B)(6) 2020: prometra ii pump is implanted. Pump was filled and programmed in constant flow with ptc. (B)(6) 2020: patient was scheduled for a refill. The following volume discrepancy is observed: expected: 18 mls. Returned: 20 mls. The pump was switched from constant flow to periodic flow. (B)(6) 2020: cap study was performed. Patient experienced pain when the physician aspirated. Initially, the physician was unable to aspirate. After pulling for "awhile" the physician was able to get csf flow. Dye study is performed and catheter is deemed patent. It was reported that there were no pump errors at any of the above appointments and patient did not have any fall, traumas, or MRI exposure prior to the volume discrepancy. The patient also reported a lack of pain relief since implant. After the cap study and the dye study were performed, the physician decided to explant the pump. The physician believes that either there is an error in the catheter placement or that the pump is "not working." (B)(6) 2020: the pump was explanted and there was no fluid flow/bead observed at the pump stem.